Manufacturer narrative:
This event was originally reported under the controller in MFR # 2916596-2020-06133. Manufacturer investigation conclusion: review of the log file data provided by the account confirmed a full battery depletion event, as well as low flow alarms. The beginning of the controller event log file captured controller clock corrupt alarm and clock invalid fault flags, indicating a complete loss of power to the system/depletion of the system controller backup battery. The onset of this event was not captured in the submitted log file data; however, the controller periodic log file indicated that the onset occurred an unknown amount of time after 10:28:41 on (B)(6) 2020. The controller clock corrupt alarm and clock invalid fault flags were active throughout the majority of the controller event log file and resolved prior to the timestamp of 11:55:17 on (B)(6) 2020. The controller event log file ended approximately 2 minutes later, at 11:57:00 on (B)(6) 2020. Numerous low flow events were also captured throughout the controller event log file due to the estimated pump flow being calculated to be below the threshold of 2.5lpm. A total of 25 low flow alarms were captured throughout the log file. No other notable ventricular assist device related alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(4). Additional information was request from the account; however, none has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2019. The heartmate 3 left ventricular assist system instructions for use contains important warnings pertaining to pump stops, as well as the following information: section 1: outlines speed, power, flow, and pulsatility. Section 2 - the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Section 2 - system controller battery power gauge: the battery power gauge shows the approximate charge status of the power source that is connected to the system controller¿s white and black power cables. The number of green bars means power remaining. The more green bars mean the more power remaining. If either the yellow diamond or the red battery illuminate, immediately replace the depleted batteries with a fully-charged pair, or switch to the power module or mobile power unit. Yellow diamond: less than 15 minutes of combined battery power remain. This is an advisory alarm. Red battery: less than 5 minutes of combined battery power remain. This is a hazard alarm. Every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 - switching power sources: this section explains how to switch from battery power to the power module and mobile power unit (mpu). Section 4 - describes the pump flow display (pages 4-13 through 4-15) and the hazard alarms (pages 4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Section 6 - preparing for sleep: the patient must always connect to the power module or the mobile power unit for sleeping, or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. Section 7 - alarms and troubleshooting: this section details all system controller alarms and how to resolve them, including the low battery advisory, low battery hazard, and low flow alarms. The heartmate 3 left ventricular assist system patient handbook is also currently available. This patient handbook contains the same pump stop warnings and steps that the patient should take when preparing for sleep. Section 5 alarms details all system controller alarms and how to resolve them, including the low battery advisory, low battery hazard, and low flow alarms. Section 3 details how to check a battery's charge level, how to replace low batteries with fully-charged batteries, and how to switch power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. This document also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the device's log files captured a number of controller clock corrupt events, and the external backup battery (ebb) usage count had increased from 93 to 111. The log files showed that the patient had never been connected to a mobile power unit or power module. Technical services suggested that either the patient may have allowed the backup battery to drain (causing the clock to reset). Further review of the log file indicated that the clock not set alarms were associated with total losses of power to the system (loss of external power and backup battery depletion), and did not indicate an issue with the system controller. There were additional no external power events that did not progress to total losses of power to the system and associated pump stops/clock resets. Related manufacturer report number: 2916596-2020-06133.